Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device caused a burn or abrasion, or pressure ulcer type of wound to the patient's forehead. It was reported that they had patient that was in very poor health in the ICU with high blood pressure, poor perfusion, ventilated, and having their o2 saturation monitored with the sensors.